Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized twice on (B)(6) 2019 at 3 pm and on (B)(6) 2019 at 2:30 pm respectively due to diabetic ketoacidosis. The customer also experienced high blood glucose level of 500 mg/dl. The customer also reported that the insulin pump was not working. The customer experienced symptoms related to their high blood glucose and diabetic ketoacidosis such as weakness, dizziness. Lightheaded, bad headache, and nausea. The customer declined troubleshooting for diabetic ketoacidosis. The customer was treated with intravenous antibiotics and insulin drips. The insulin pump will be returned for analysis.